Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a baby metz scissor. During an orthopedic shoulder procedure, the scissor blade was broken. There was no patient harm. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the instrument arrived in a clean status with visible damage. The cemented carbide tips bc263200 are cracked and loosened. Investigation was carried out microscopically. Here we found a cracked cemented carbide tip bc263200 and visible damage. The device quality and manufacturing history records have been checked for the lot number (4510040148) and found to be according to the specification, valid at the time of production. Two similar incident have been filed with a product from the batch 4510040148 (cc 400425144 / 400430374). The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the cracked cement carbide tip, cracked joint of the cement carbide tip and deformed scissor parts were caused due to improper handling by a mechanical overload situation. A CAPA was not initiated.